Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" and "check therapy pad' messages) was confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test and an ECG fall-off test. The cause for the failures was isolated to an intermittent open pulse wire in the cable connecting ECG "a" and the front therapy electrode and an open white (B)(4) wire in the trunk cable. The root cause for the open wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was causing excessive "adjust belt" and "check therapy pad' messages.